Manufacturer narrative:
(B)(4). A non-medtronic service provider returned an alternating current (ac) direct current (dc) power supply (ps). The service engineer inspected the ps and found the internal printed circuit board had burn marks.

Event description:
During investigation, the power supply printed circuit board had burn marks. There was no patient involvement.